Manufacturer narrative:
Physio-control evaluated the returned batteries. It was concluded that the batteries are operating within specification and to expected life span for hours used. It was determined that customer expectations for battery life were set incorrectly. It was also determined that field corrective action was not warranted.

Event description:
Physio-control is investigating reports of prematurely depleted lithium batteries. There were no pt related events associated with these reported failures. A failure of the lithium battery may cause delay or hinder pt therapy.